Event description:
Wearing the omnipod lot number l43212. Went for a hike, and came back at 268, climb to 305. This is unacceptable and dangerous. In 2017 no medical MFR should be allowed to market such a dangerous device.